Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter loop stayed constricted and would not fully expand to its original diameter. The catheter was replaced and the case resumed. There was no patient injury reported in this case. Upon request, additional information was provided on the event. The issue was encountered during the procedure. The physician was in the left atrium. There was no difficulty in removing the catheter from the patient. The catheter was stuck in a contracted position. The catheter being stuck in a contracted position is indicative of a reportable event.